Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Two clips were implanted reducing mr to grade 1+. There were no device issues or patient effects. On (B)(6) 2023, an aortic dissection was confirmed by computerized tomagraphy (CT) imaging after the patient complained of chest pain. No intervention was performed. The cause of the dissection is unknown, but it is thought the transesophageal echocardiogram probe may have caused it. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported vessel perforation was unable to be determined. The reported chest pain was a cascading event of the reported vessel perforation. The reported patient effects of vessel perforation and chest pain, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.